Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the dc power interruption, which occurred during baxter's evaluation and considered confirmed. Evaluation found the cause to be 4 of 8 battery pins (2 negative and 2 lower data) being fully depressed and unable to rebound as designed which directly interrupted dc operation. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had dc power interrupted. There was no patient involvement.